Manufacturer narrative:
This report is submitted on march 02, 2017. Device not available.

Event description:
The patient's device has reportedly been explanted (date not reported) due to an extrusion. The patient was reimplanted with another cochlear device on (B)(6) 2010.